Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient was presented to the electrophysiology laboratory for a scheduled elective device replacement and right ventricular (rv) lead revision procedure. The rv lead had been exhibiting high pacing impedance and high pacing thresholds. The rv lead was surgically capped. Subsequently, boston scientific received information from the local representative that the rv pacing impedance measurements were greater than 2500 ohms. However, there were no reports of loss of capture at maximum output.